Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 22, 2014 to may 23, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the interior surface of the reservoir near the line of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the problem could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured on the patient's bed. This occurred during use with a patient. The device was filled with 30 ml of unknown solution. The device was reported to not have fallen. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.